Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Analysis of the returned driver revealed that the tip of the driver was damaged, and both tips of the driver were completely sheared off. The damage to the driver was sufficient to prevent functional testing. The damage to the driver is most likely due to subjecting the device to excessive force. Additionally, a review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states: "avoid application of excessive stress on instrumentation" and "do not force deployment or implant breakage or damage to bony structures may result" as well as "advance the dilator assembly manually and with the assistance of a mallet, until the distal tip approaches the dorsal aspect of the facet shadow" finally "insert the driver through the proximal entry point on the inserter and gently rotate until the distal end of the driver has engaged the implant" among other risks associated with the procedure.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver was used for both implants. While removing the driver from the inserter, the doctor noticed it was difficult to extract. After successfully removing it, he observed that one prong had dislodged and remained in the 14mm implant, while the other was still attached to the driver. The doctor was able to retrieve the prong from the implant without any issues. All broken pieces were successfully retrieved. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned driver revealed that the tip of the driver was damaged, and both tips of the driver were completely sheared off. The damage to the driver was sufficient to prevent functional testing. The damage to the driver is most likely due to subjecting the device to excessive force. Additionally, a review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states: "avoid application of excessive stress on instrumentation" and "do not force deployment or implant breakage or damage to bony structures may result" as well as "advance the dilator assembly manually and with the assistance of a mallet, until the distal tip approaches the dorsal aspect of the facet shadow" finally "insert the driver through the proximal entry point on the inserter and gently rotate until the distal end of the driver has engaged the implant" among other risks associated with the procedure.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver was used for both implants. While removing the driver from the inserter, the doctor noticed it was difficult to extract. After successfully removing it, he observed that one prong had dislodged and remained in the 14mm implant, while the other was still attached to the driver. The doctor was able to retrieve the prong from the implant without any issues. All broken pieces were successfully retrieved. No additional adverse patient effects were reported.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver was used for both implants. While removing the driver from the inserter, the doctor noticed it was difficult to extract. After successfully removing it, he observed that one prong had dislodged and remained in the 14mm implant, while the other was still attached to the driver. The doctor was able to retrieve the prong from the implant without any issues. All broken pieces were successfully retrieved. No additional adverse patient effects were reported.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Analysis of the returned driver revealed that the tip of the driver was damaged, and both tips of the driver were completely sheared off. The damage to the driver was sufficient to prevent functional testing. The damage to the driver is most likely due to subjecting the device to excessive force. Additionally, a review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states: avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result as well as carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.